Manufacturer narrative:
Pump has intermittent button response due to moisture damage on keypad traces. Pump received with cracked reservoir tube lip, cracked battery tube threads, scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
Customer reported her battery casing thread was cracked. The customer was unaware of how the damage had occurred. The customer's blood glucose was unknown. No additional infromation provided.